Event description:
Its was initially reported that the device would not power off. It was indicated that the only way to turn the device off was to unplug it from the ac power source and remove the battery from the device. There was no pt use associated with the reported event. Upon eval, a failure was observed that is known to cause power cycling.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb.